Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and had pelvic pain. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in (B)(6) on 04-apr-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer mentioned that the since 2011 she has presented pelvic pain, abdominal pain, headache, menstrual alterations, anal bleeding, tiredness. She commented that she has gone to urgencies and the events had got worse. She has taken an unspecified treatment for the events. She takes paracetamol and ibuprofen. She denied other diseases. All the events were considered related to essure by the consumer. At the reporting time, the devices were continued. Company causality comment: this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and had pelvic pain. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.